Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg¿ alert when used with a freestyle libre 3 plus continuous glucose monitor (cgm), and subsequent rescanning indicated the sensor was already started on another device, consistent with cgm pairing failure preventing glucose data transmission to the pump. No reported adverse physiological effects. Outcomes included the need for the user to replace the cgm sensor to restore dosing automation. Investigation included technical troubleshooting and user education by support. Investigation of this case revealed that the sensor had been paired to a different device, which prevented successful pairing to the ilet. It was concluded that the event was attributable to use of a cgm sensor already active on another device, resulting in a pairing failure without patient harm.